Event description:
On (B) (6) 2010, the patient reported she believes the up button of her infusion device is not responding, because she does not feel she is receiving the programmed bolus amount. She reported experiencing elevated blood glucose as a result (value not provided). Her normal blood glucose range is 98-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.